Event description:
It was reported that during a post implant check, the patient was experiencing phrenic nerve stimulation. The left ventricular lead was repositioned and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.